Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. The customer reported product problem regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd legacy pump 6400 failed accuracy +8.50% while testing pump. No patient involvement.